Manufacturer narrative:
Concomitant medical product: 419478 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv), left ventricular (lv) and right atrial (ra) leads had fractured. The leads were capped and replaced. No patient complications have been reported as a result of this event.